Event description:
It has been reported to philips that the message 'image disk full' appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to save the images because of the disk problem. Review of the system log file showed that x-ray pc malfunctioned. The image store inside the pc had a problem. The fse replaced the x-ray pc, hard disk, and recreated image database. After replacement of the x-ray pc, hard disk and recreation of image database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.